Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6) 2023, for >80 colony forming units (cfus) of pseudomonas aeruginosa, block 1 was sampled. The device was sampled again on (B)(6)2023 and tested positive for >80 cfus of an unspecified microorganism, the cleaning block was sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. The device was sent out for additional microbiological testing, and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.